Manufacturer narrative:
(B)(4). If explanted, give date: na (not applicable) as the lens remains implanted to date. All pertinent information available to abbott medical optics has been submitted.

Event description:
An e-mail was received from a (B)(6) male patient who reports he continues to see halos and flares emanating from night-time light sources over three months after a multifocal intraocular lens, model zmb00 was implanted into his right eye. His daytime distance vision is great but his night-time distance vision is extremely poor because of the large quantity of light-noise introduced by the severe haloing and flaring that he experiences. Also, he reported his near vision is great in bright light but is extremely poor in low light situations. This has affected his daily routine. No other information was provided.

Manufacturer narrative:
The lens remains implanted, and therefore a returned lens investigation was not performed. Manufacturing record review was conducted. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints related to the production order was completed. The search revealed that no other complaints for this production order were received to date. During the manufacturing record review for this serial number, no non-conformances were identified. The documentation showed that the production order was manufactured according to specifications. The complaint could not be confirmed. The lens met specification prior to release. Labeling review: directions for use (dfu) adequately provides instructions, precautions, and patient outcome data. The dfu adequately provides the proper handling and instructions for use of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.